Manufacturer narrative:
(B)(4). The customer reported the device display was black (blank). The device was evaluated by the local philips service representative and the stated problem was confirmed. The control pca was found to have been the cause of this malfunction. There was no patient involvement. The local philips service representative replaced the control pca to resolve this issue. The device passed operational performance assurance testing and was returned to the customer.

Event description:
The customer reported the device display was black (blank).